Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test during evaluation. The device was sent for downstream occlusion testing on the flow lines. Downstream occlusion testing failed due to a false downstream occlusion alarm. Evaluation found the force sensor current reading out of specification with a loaded water filled test set, causing the false alarms. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test, low. There was no patient involvement. No additional information is available.